Manufacturer narrative:
Plant investigation. The device was not returned for evaluation. The serial number for the device is unknown, a search of the devices history could not be performed.

Event description:
It was reported a peritoneal dialysis patient died while on vacation in the (B)(6). Follow up with the peritoneal dialysis nurse was performed, however, additional information was unavailable. The circumstances of the patients death are unknown.

Manufacturer narrative:
Correction / additional information: clinical conclusion added clinical conclusion: a contact for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was on a vacation in (B)(6) at the time of his death. The cause of death is unknown and it is unknown if the patient was completing pd therapy. There are no allegations of a machine malfunction or deficiency related to the death. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.